Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2017 with the following findings: a review of the pump¿s alarm history showed cs 064 errors (motor error occlusion during prime) had occurred. The black box data showed that data from the event had been overwritten due to continued use of the pump. During testing, the rewind, load and prime steps were performed successfully and the pump successfully completed the 24 hour duration test with no call service alarms or warnings occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.